Event description:
The initial reporter stated that the no flow alarm in alarm did not alarm as expected. They stated that it failed to alarm. The initial reporter stated that the complaint had occurred during testing and had not had any effect on a patient. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump pcb board had failed, which caused the no flow in alarm to fail. The pump was serviced to correct the issue.